Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing threshold measurements causing the battery of the patient's implanted device to deplete faster than expected. The lv lead was reprogrammed and remains implanted and in service. No adverse patient effects were reported.